Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient underwent: a three level anterior cervical discectomy at c4-5, c5-6 and c6-7. Partial corpectomy at c5-6 and c6-7 levels to decompress the spinal canal. Interbody fusion at c4-5, c5-6 and c6-7 using peek cages as well as donor bone graft. Rigid fixation of the anterior cervical spine with plate and screw system. Preoperative diagnosis: cervical spondylosis at c4-5, c5-6 and c6-7. Congenital spinal stenosis. Canal and bilateral foraminal stenosis at c5-6 and c6-7. Per-op notes: ¿final x rays on the lateral ap looked excellent. The wound was irrigated. We did place some bmp bone graft in the lateral gutters on either side of our cages at each level, as well as used some floseal to control bleeding.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.